Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called for review of a stored atrial fibrillation (af) episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The hcp was inquiring about what the baseline dropout is. Technical services (ts)reviewed the data and found the dropout looks like perturbation, however, there is no charge or vector associated with it. It was noted there was noise back in july. Ts discussed possible causes, provided troubleshooting options and recommended to get chest x-rays. The patient was evaluated in the clinic and troubleshooting was performed. When the device was programed to alternate and secondary there was noise and sometimes railed. Isometrics was performed and they were not able to recreate it. The device felt secured in the pocket. Subsequently, the system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of a stored atrial fibrillation (af) episode for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The hcp was inquiring about what the baseline dropout is. Technical services (ts)reviewed the data and found the dropout looks like perturbation, however, there is no charge or vector associated with it. It was noted there was noise back in july. Ts discussed possible causes, provided troubleshooting options and recommended to get chest x-rays. The patient was evaluated in the clinic and troubleshooting was performed. When the device was programed to alternate and secondary there was noise and sometimes railed. Isometrics was performed and they were not able to recreate it. The device felt secured in the pocket. Subsequently, the system was explanted and replaced successfully. No additional adverse patient effects were reported.